Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 with multiple cartridges during the load process. Customer's blood glucose level was 225 mg/dl. Customer has back up insulin pens for continued insulin therapy.